Manufacturer narrative:
The device was not returned to the manufacturer. If additional information becomes available, then additional information will be submitted in a supplemental report.

Event description:
It was reported that when the surgeon attached the handle to the broach and started advancing the broach, the locking lever/mechanism on the handle popped up and the broach became disengaged from the handle.